Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that the customer answered "yes" to questions, are you aware of any issues with dimmed led segments where numbers were not clearly displayed on lcd?" There was no reported patient impact.